Event description:
Upon receipt of additional information it has been determined that the device was reported under wrong manufacturing site. Event will be reported under MFR 0002648920-2019-00515.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the device was reported under wrong manufacturing site. Event will be reported under MFR 0002648920-2019-00515.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unk cup. Unk liner. Unk stem. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent revision surgery due to unknown reasons approximately 7 years post initial surgery. Femoral head was revised. No additional information available.